Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone in a location outside the treatment range for the implanted stent graft. A balloon expandable stent was placed at the level of the seal zone, but the endoleak remained. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.